Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.